Event description:
While on a transport, team found that they could not control rate on the ventilator. They hand-bagged the pt instead of using the vent. No injury to pt. Vent sent in to MFR for repair.